Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower device, the patient data was not showing in the system. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device patient's data was not showing in the system. A technical support specialist walked the customer through unplugging/plugging back the network adapter to the lynksys box. Restarted the all in one (aio) twice using the power button to resolve the issue. The system functioned as intended after the technical support specialist investigated the issue.